Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant there was undersensing and a drop in p waves to below acceptable levels on the right atrial (ra) lead. It was also reported there was a perforation discovered which resulted in tamponade. The ra lead was repositioned. No further patient complications have been reported as a result of this event.